Manufacturer narrative:
The patient was born on an unspecified date in 1966. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance to sterilization technique. The patient was hospitalized for the event. Treatment rendered for the event was not reported. The action taken with dianeal therapies was not reported. At the time of this report the patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was treated with unspecified antibiotic therapy for the peritonitis event. Twenty nine days after the event onset, treatment was discontinued and the patient was recovered. Should additional relevant information become available, a supplemental report will be submitted.